Manufacturer narrative:
This correction report is being submitted due to updates in the d2a common device name and h6 evaluation conclusion codes fields. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead experienced a fracture. The tip of the lv lead remains lodged in the heart post extraction. It was discussed if the system kept being MRI compatible. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this left ventricular (lv) lead experienced a fracture. The tip of the lv lead remains lodged in the heart post extraction. It was discussed if the system kept being MRI compatible. No additional adverse patient effects were reported.